Event description:
A surgeon reports observing a whitish substance on the edge of the intraocular lens (iol) following insertion with the delivery system. The report states. The patient's vision was "lower", following surgery, than it was before surgery. No visual acuity measurements have been provided. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by mail on 01/19/2007. Additional information was requested by e-mail on 01/18/2007 and 02/08/2007. To date, a completed questionnaire has not been received.